Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous mid right coronary artery. The physician advanced the 4.0x15mm quantum maverick balloon to the lesion. The balloon was inflated to unspecified atms and ruptured on the second inflation. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Event description:
It was further reported that access was obtained through the femoral artery. The de novo lesion was located in the moderately calcified vessel. The balloon was used for post dilation and on the first inflation the balloon was inflated to 12atms for fifteen seconds and on the second inflation the balloon was inflated to 16atms for five seconds. The balloon was removed from the patient intact.